Manufacturer narrative:
Summary of event: as reported, a ¿cook bakri postpartum balloon with rapid instillation components¿ was opened and inserted into the uterus by hand and inflated with <500ml normal saline. Upon attempted inflation, it was noted that the balloon was leaking. The device was removed and discarded. The estimated total blood loss was >2500ml. The patient was transfused with 8 units of 'lpr', 2 units of fresh frozen plasma (ffp), 12 units of platelets (plt), and 10 units of cryoprecipitate. The patient was transferred to the intensive care unit for monitoring and discharge from the hospital was delayed. Investigation evaluation: reviews of the complaint history, device history record (DHR), instructions for use (IFU) and quality control (qc) procedures were conducted during the investigation. A search of the device history record found no related non-conformances for the reported lot. A complaint history database search showed no other related complaints associated with the failure mode for the complaint device lot. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, it was concluded that the device was manufactured to specification and there is no evidence that nonconforming product exists in-house or in the field. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was functionally inspected by quality control and no notable gaps in production or processing controls were noted. There is no indication that a design or process related failure mode contributed to the reported event. Current controls for manufacturing are in place to assure functionality and device integrity prior to shipping. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: how supplied upon removal from the package, inspect the product to ensure no damage has occurred. The complaint device was not returned; therefore, no functional testing or visual inspections could be performed. Based upon the available information and results of the investigation, cook has concluded that the cause for the complaint could not be established. The appropriate personnel have been notified and cook will continue to monitor for similar events. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, a ¿cook bakri postpartum balloon with rapid instillation components¿ was opened and inserted into the uterus by hand and inflated with less than 500ml normal saline. Upon attempted inflation, it was noted that the balloon was leaking. The device was removed and discarded. The estimated total blood loss was greater than 2500ml. The patient was transfused with 8 units of 'lpr', 2 units of fresh frozen plasma (ffp), 12 units of platelets (plt), and 10 units of cryoprecipitate. The patient was transferred to the intensive care unit for monitoring and discharge from the hospital was delayed. No additional patient consequences were reported.